Event description:
It was reported to boston scientific corp. That a jagtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the jagtome rx sphincterotome was introduced. After being advanced down the scope, the tome's tip exited the scope with the cutting wire in a strange position, the wire and tip were curved around each other and unable to be used. This device was removed and the procedure was completed with another jagtome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).